Event description:
The customer observed smoke from an architect c8000 analyzer scc. The customer immediately unplugged the scc and an abbott field service representative replaced a failed power supply to resolve the issue. There was no injury to personnel, or impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trend was identified regarding sparks, fire or smoke from the power supply scc-e platform. Labeling was reviewed and found to be adequate. A deficiency was not identified for the architect c8000 or the scc platform e.

Manufacturer narrative:
(B)(4), smoking (B)(4), no patient involvement. A follow up report will be submitted when the evaluation is complete.